Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367861, lot numbers 2048402, 2109084, and 2132096. Therefore,100 retention samples from each lot of the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer found a plastic protruding in the tube. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that a plastic protrusion are in tubes. The plastic blends in with the wall of the tube."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer found a plastic protruding in the tube. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that a plastic protrusion are in tubes. The plastic blends in with the wall of the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2048402, medical device expiration date: 2022-02-17, device manufacture date: 2023-06-30. Medical device lot #: 2109084, medical device expiration date: 2022-04-19, device manufacture date: 2023-08-31. Medical device lot #: 2132096, medical device expiration date: 2022-05-12, device manufacture date: 2023-09-30.